Event description:
It was reported that during a ptca/stent procedure, it was found that the balloon was not holding pressure at 8 atm's and the stent was unable to be fully deployed. During an attempt to remove the delivery system, the stent became dislodged into left main artery. A snare was used to retrieve the stent.